Manufacturer narrative:
E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) needs to be evaluated. The condition of the equipment is unknown, since it has not been serviced since 2020. The malfunction was not specified. No harm was reported.